Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The cardiologist reported that she was concerned with the patient's recent heart cath readings, especially the wedge pressure of 20, pa systolic pressure of 48, transpulmonary pressure gradient 17, ra pressure 12. A CT scan was performed which revealed thrombus at the iliac bifurcation of the aortic artery. The cardiologist suspects device failure/inflow valve incompetency. Waveforms and vent filter sample were requested for further evaluation.

Manufacturer narrative:
The patient remains on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.